Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2026 a peritoneal dialysis patient (pt) contact reported to fresenius customer service (cs) that the patient was hospitalized due to fluids in their lungs and feet. Attempts to obtain additional information were unsuccessful.